Event description:
On (B)(6) 2008, the patient underwent endovascular repair for a thoracic aortic aneurysm with gore tag thoracic endoprosthesis. The physician anastomosed a darcon conduit to the abdominal aorta and a gore introducer sheath was used to advance a tag device. The delivery catheter for the device got stuck at the curved area around te celiac artery. The physician withdrew the device and switched it out for a 5 cm shorter device which was advanced and deployed to the desired position. The first tag device was discarded at the site. On (B)(6) 2008, the patient developed the paraplegia, experienced multiple arterial embolisms and became bedridden. On (B)(6) 2008 the patient had both legs amputated to treat lower limb necrosis caused by the multiple arterial embolisms. On (B)(6) 2009, the patient coded and expired on this day. There was no autopsy. It was reported that patient had a shaggy abdominal and thoracic aorta, and that the physician was aware of the high risk of an embolic event.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Please note additional device related to this event: (B)(4). Potential device or procedure related adverse events complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: amputation, embolism (micro and macro) with transient or permanent ischemia, neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis), death.